Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results, for five patients, involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is two of three referencing the three patients on the event date noted. The false positive troponin results were released to the hospital and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The patients' samples were re-centrifuged and reanalyzed on the same instrument and lower results (within then normal reference range) were obtained. The patients' samples were collected in becton dickinson (bd) rapid serum clot tubes and centrifuged between 4,000-4,500g (relative centrifugal force) for 5-10 minutes at 19 degrees celsius laboratory temperature. All testing was performed from the primary tube. The customer noted system parameters were within specifications. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00214; 2122870-2014-00215; 2122870-2014-00216.